Event description:
It was reported that during a ptca/stent procedure, the stent was not prepped prior to inserting (contrary to IFU). The stent was positioned across the lesion but would not inflate. Negative pressure was pulled and pressure was applied again, but the stent would not inflate. The sds was pulled back and the stent was dislodged from the balloon. The sds was pulled out and a 1.5x20 balloon catheter was inserted to capture the stent and the stent was deployed in the coronary covering most of the intended lesion, but was slightly proximal to the intended site. The stent was then post-dilated with a 2.0 mm and then a 2.5 mm balloon catheter. A second stent was then placed distally to completely cover the intended lesion.